Manufacturer narrative:
Intuitive surgical inc. Will not be receiving the tip cover accessory for failure analysis. The customer confirmed that the accessory was discarded. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the tip cover accessory fell off into the patient. The tip cover was located in the patient's abdomen and was retrieved laparoscopically using a grasper. The procedure was successfully completed and there was no patient injury reported.